Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No frozen screens anomaly and no button error alarms noted. The insulin pump has cracked case at the battery tube threads, broken belt clip slot, battery cap, minor scratched lcd window and stained end cap sticker.

Event description:
The customer reported via phone call that they had repeated button error alarms. Customer stated the insulin pump was frozen with the alarm. The customer's blood glucose was 211 mg/dl. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.